Manufacturer narrative:
Other text: h6: event problem and evaluation codes: corrections after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the dso (downstream occlusion sensor) seal had a bubble. The customer stated problem was not duplicated, but noticed multiple error code 41171 in the event history log. The software was reloaded and the dso was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd solis vip pump, the pump exhibited error code 1158919 and bubbled downstream occlusions sensor seal. No patient involvement reported.